Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract surgery with an intraocular lens (iol) implant procedure, axial rotation was found after surgery. Also, decreased vision was reported as the patient's health damage. Whether medical treatment was given to the patient or not was unknown. For now, reoperation was not planned. The patient was under observation and reoperation will be decided after consultation between the patient and the doctor. Lens re-rotation surgery planned on (B)(6) 2025. There was a possibility that the patient touched eye after surgery, which may have caused a 30° axis rotation. Lens re-rotation surgery was performed on (B)(6) 2025. Visual acuity has been recovered by lens re-rotation.